Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's carelink monitor (clm) did not power up, so a power cord was sent out to check if that was the issue. However, the clm still did not work; the monitor light flickered on and the power cord still felt loose, therefore a new clm was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in MFR. Site ID. Evaluation summary: (B)(4): analysis found that the power connector was loose/detached from the monitor.

Event description:
It was reported there was no power to the monitor. A new power cord was sent, with the same results. The monitor light flickered, and the power cord still felt loose. The patient had been successfully using the monitor since (B)(6), 2010. No patient complications were reported as a result of this event.